Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 1960 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A NEW EVENT OR FOLLOW-UP. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G., IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 ULTRA VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.  AS SAPIEN 3 ULTRA IS APPROVED FOR USE WITH BOTH THE AXELA AND ESHEATH, BOTH SHEATHS ARE LISTED IN COLUMN M. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿. (B)(4).

Event description:
(B)(6) REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR (B)(6) 2019 DATA EXTRACT FOR SERIOUS INJURIES SAPIEN 3 VALVE.

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 1960 SERIOUS INJURY EVENT.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4317142,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4661364,I,SI,70,Edwards SAPIEN 3,9600TFX20,3190;4661364,I,SI,111,Edwards SAPIEN 3,9600TFX20,3190;4810034,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4823394,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4865097,I,SI,100,Edwards SAPIEN 3,9600TFX26,3190;4879311,I,SI,316,Edwards SAPIEN 3,9600TFX23,3190;4879311,I,SI,78,Edwards SAPIEN 3,9600TFX23,3190;4879311,I,SI,315,Edwards SAPIEN 3,9600TFX23,3190;4927445,I,SI,70,Edwards SAPIEN 3,9600TFX23,3190;4795495,I,SI,340,Edwards SAPIEN 3,9600TFX29,2993;4800164,I,SI,156,Edwards SAPIEN 3,9600TFX26,3190;4817240,I,SI,28,Edwards SAPIEN 3,9600TFX20,2993;4970999,I,SI,360,Edwards SAPIEN 3,9600TFX23,3190;4984096,I,SI,63,Edwards SAPIEN 3,9600TFX23,3190;4992323,I,SI,280,Edwards SAPIEN 3,9600TFX23,2993;5005740,I,SI,78,Edwards SAPIEN 3,9600TFX23,3190;5011087,I,SI,126,Edwards SAPIEN 3,9600TFX26,3190;5041921,I,SI,284,Edwards SAPIEN 3,9600TFX29,3190;5094248,I,SI,49,Edwards SAPIEN 3,9600TFX26,3190;5124502,I,SI,224,Edwards SAPIEN 3,9600TFX23,3190;5124502,I,SI,277,Edwards SAPIEN 3,9600TFX23,3190;5213968,I,SI,24,Edwards SAPIEN 3,9600TFX23,2993;5357508,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5410700,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5427450,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5447692,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5453385,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;5453955,I,SI,153,Edwards SAPIEN 3,9600TFX26,3190;1530120,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;1542478,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;1627624,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;1627624,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;1642885,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;1697406,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;1700466,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;1727517,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;2104092,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2624326,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;2740896,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;2752744,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;2752744,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;2819210,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;2819210,I,SI,9,Edwards SAPIEN 3,9600TFX26,3190;2829507,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;3007019,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3007019,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;3007019,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3113472,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;3122834,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3122834,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;3124700,I,SI,50,Edwards SAPIEN 3,9600TFX23,3190;3259872,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;3321495,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3332803,I,SI,120,Edwards SAPIEN 3,9600TFX29,3190;3332803,I,SI,105,Edwards SAPIEN 3,9600TFX29,3190;3332803,I,SI,247,Edwards SAPIEN 3,9600TFX29,3190;3365362,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3497139,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;3591689,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3591689,I,SI,-1379,Edwards SAPIEN 3,9600TFX20,2993;3591689,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;3591689,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;3591689,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;3607742,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3607742,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;3634843,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3693238,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3739746,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;3748354,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;3853915,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4077210,I,SI,98,Edwards SAPIEN 3,9600TFX29,3190;4077210,I,SI,98,Edwards SAPIEN 3,9600TFX29,3190;4088630,I,SI,42,Edwards SAPIEN 3,9600TFX29,3190;4088630,I,SI,18,Edwards SAPIEN 3,9600TFX29,3190;4181614,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4183787,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4253583,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4257968,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4311638,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4495280,I,SI,635,Edwards SAPIEN 3,9600TFX23,3190;4679105,I,SI,191,Edwards SAPIEN 3,9600TFX29,3190;4679105,I,SI,424,Edwards SAPIEN 3,9600TFX29,3190;4700075,I,SI,331,Edwards SAPIEN 3,9600TFX26,3190;4717310,I,SI,217,Edwards SAPIEN 3,9600TFX23,3190;4722563,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4730129,I,SI,51,Edwards SAPIEN 3,9600TFX23,3190;4730163,I,SI,84,Edwards SAPIEN 3,9600TFX23,3190;4733390,I,SI,125,Edwards SAPIEN 3,9600TFX26,3190;4737636,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4737636,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4796252,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4809424,I,SI,377,Edwards SAPIEN 3,9600TFX26,3190;4819348,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4819348,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;4826910,I,SI,419,Edwards SAPIEN 3,9600TFX23,3190;4834668,I,SI,342,Edwards SAPIEN 3,9600TFX20,3190;4840115,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;4842179,I,SI,244,Edwards SAPIEN 3,9600TFX20,3190;4842656,I,SI,395,Edwards SAPIEN 3,9600TFX23,3190;4862202,I,SI,63,Edwards SAPIEN 3,9600TFX23,3190;4866389,I,SI,324,Edwards SAPIEN 3,9600TFX26,3190;4872312,I,SI,359,Edwards SAPIEN 3,9600TFX29,2993;4872312,I,SI,69,Edwards SAPIEN 3,9600TFX29,3190;4877522,I,SI,41,Edwards SAPIEN 3,9600TFX26,3190;4881735,I,SI,106,Edwards SAPIEN 3,9600TFX29,3190;4913898,I,SI,331,Edwards SAPIEN 3,9600TFX26,3190;4929777,I,SI,93,Edwards SAPIEN 3,9600TFX23,3190;4931177,I,SI,242,Edwards SAPIEN 3,9600TFX23,3190;4931177,I,SI,341,Edwards SAPIEN 3,9600TFX23,3190;4931177,I,SI,372,Edwards SAPIEN 3,9600TFX23,3190;4931533,I,SI,268,Edwards SAPIEN 3,9600TFX26,3190;4931533,I,SI,283,Edwards SAPIEN 3,9600TFX26,3190;4935147,I,SI,70,Edwards SAPIEN 3,9600TFX26,3190;4956540,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4956740,I,SI,196,Edwards SAPIEN 3,9600TFX23,3190;4956740,I,SI,339,Edwards SAPIEN 3,9600TFX23,3190;4959057,I,SI,63,Edwards SAPIEN 3,9600TFX26,3190;4961501,I,SI,275,Edwards SAPIEN 3,9600TFX26,2993;4961501,I,SI,283,Edwards SAPIEN 3,9600TFX26,2993;4961501,I,SI,312,Edwards SAPIEN 3,9600TFX26,2993;4961966,I,SI,372,Edwards SAPIEN 3,9600TFX26,3190;4966436,I,SI,207,Edwards SAPIEN 3,9600TFX26,2993;4966519,I,SI,335,Edwards SAPIEN 3,9600TFX29,3190;4966596,I,SI,144,Edwards SAPIEN 3,9600TFX26,2993;4972843,I,SI,268,Edwards SAPIEN 3,9600TFX23,3190;4973505,I,SI,155,Edwards SAPIEN 3,9600TFX23,2993;4978228,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;4978228,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;4978847,I,SI,420,Edwards SAPIEN 3,9600TFX23,3190;4979208,I,SI,61,Edwards SAPIEN 3,9600TFX23,3190;4980079,I,SI,101,Edwards SAPIEN 3,9600TFX23,2993;4980982,I,SI,105,Edwards SAPIEN 3,9600TFX20,3190;4983583,I,SI,211,Edwards SAPIEN 3,9600TFX23,3190;4986099,I,SI,102,Edwards SAPIEN 3,9600TFX23,3190;4986687,I,SI,144,Edwards SAPIEN 3,9600TFX23,3190;4988921,I,SI,57,Edwards SAPIEN 3,9600TFX23,3190;4990597,I,SI,34,Edwards SAPIEN 3,9600TFX26,3190;4991501,I,SI,265,Edwards SAPIEN 3,9600TFX26,3190;4992219,I,SI,59,Edwards SAPIEN 3,9600TFX26,3190;4992622,I,SI,275,Edwards SAPIEN 3,9600TFX26,3190;5003632,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5008658,I,SI,288,Edwards SAPIEN 3,9600TFX26,2993;5011577,I,SI,148,Edwards SAPIEN 3,9600TFX26,3190;5016802,I,SI,288,Edwards SAPIEN 3,9600TFX26,3190;5019193,I,SI,310,Edwards SAPIEN 3,9600TFX29,2993;5039160,I,SI,211,Edwards SAPIEN 3,9600TFX23,3190;5041461,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5042657,I,SI,104,Edwards SAPIEN 3,9600TFX23,3190;5043342,I,SI,119,Edwards SAPIEN 3,9600TFX26,3190;5043342,I,SI,342,Edwards SAPIEN 3,9600TFX26,3190;5043688,I,SI,117,Edwards SAPIEN 3,9600TFX26,3190;5043688,I,SI,117,Edwards SAPIEN 3,9600TFX26,3190;5044581,I,SI,99,Edwards SAPIEN 3,9600TFX23,2993;5047731,I,SI,368,Edwards SAPIEN 3,9600TFX20,3190;5052398,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5069600,I,SI,379,Edwards SAPIEN 3,9600TFX26,3190;5071687,I,SI,39,Edwards SAPIEN 3,9600TFX29,3190;5071687,I,SI,39,Edwards SAPIEN 3,9600TFX29,3190;5102764,I,SI,288,Edwards SAPIEN 3,9600TFX23,2993;5105009,I,SI,107,Edwards SAPIEN 3,9600TFX29,3190;5144606,I,SI,345,Edwards SAPIEN 3,9600TFX23,3190;5144606,I,SI,238,Edwards SAPIEN 3,9600TFX23,3190;5156909,I,SI,133,Edwards SAPIEN 3,9600TFX26,3190;5161130,I,SI,372,Edwards SAPIEN 3,9600TFX23,3190;5161130,I,SI,372,Edwards SAPIEN 3,9600TFX23,3190;5162481,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;5164015,I,SI,230,Edwards SAPIEN 3,9600TFX23,2993;5224135,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5224135,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5224226,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5229032,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5274713,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5306451,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5312186,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5357716,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5389431,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5389741,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5390614,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5406257,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5407528,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5407528,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5413283,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5413699,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5414193,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5414193,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5414484,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5416530,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5439366,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5441904,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5441904,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5441904,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5441945,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5442773,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5444394,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5444834,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5445964,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5446909,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5449567,I,SI,18,Edwards SAPIEN 3,9600TFX26,3190;5451546,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5452522,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5453435,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5453989,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5455426,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5455894,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;5456334,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;5456436,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5459740,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5460086,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5460633,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5460637,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5462270,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5465265,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5466703,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5469791,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5470628,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5472741,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5473181,I,SI,20,Edwards SAPIEN 3,9600TFX26,3190;5473181,I,SI,7,Edwards SAPIEN 3,9600TFX26,3190;5475915,I,SI,63,Edwards SAPIEN 3,9600TFX26,3190;5489155,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5492276,I,SI,29,Edwards SAPIEN 3,9600TFX26,2993;5493423,I,SI,12,Edwards SAPIEN 3,9600TFX23,3190;5493528,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;5494156,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5494980,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5496415,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5497037,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5497703,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5499692,I,SI,36,Edwards SAPIEN 3,9600TFX26,3190;5501152,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5502972,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5503272,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5503272,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5503528,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;5503953,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5505494,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5505953,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5506774,I,SI,37,Edwards SAPIEN 3,9600TFX23,2993;5506774,I,SI,36,Edwards SAPIEN 3,9600TFX23,3190;5507721,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5508327,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5509424,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5509424,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5511258,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5512361,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5512735,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5512919,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;5512936,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5512937,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5512937,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5513021,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5513021,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5513105,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5513518,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5513623,I,SI,30,Edwards SAPIEN 3,9600TFX26,2993;5514340,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5514770,I,SI,20,Edwards SAPIEN 3,9600TFX23,3190;5515195,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5515195,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5515195,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5515789,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5515789,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5516304,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5517614,I,SI,12,Edwards SAPIEN 3,9600TFX26,2993;5518233,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5519091,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;5519185,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5519950,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5520002,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5520986,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5523361,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5545067,I,SI,18,Edwards SAPIEN 3,9600TFX23,2993;5545163,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5545303,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5547075,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5547084,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5547486,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5547756,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5547756,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5547817,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5548235,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;5548681,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5549349,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5549532,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5549551,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5552391,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5553806,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5553993,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5553993,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5554037,I,SI,49,Edwards SAPIEN 3,9600TFX29,3190;5554037,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5554037,I,SI,14,Edwards SAPIEN 3,9600TFX29,3190;5554075,I,SI,18,Edwards SAPIEN 3,9600TFX26,2993;5554578,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5554578,I,SI,11,Edwards SAPIEN 3,9600TFX26,3190;5555350,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5555656,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5555936,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5555936,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5566551,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5568282,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5568282,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5569662,I,SI,20,Edwards SAPIEN 3,9600TFX26,2993;5569732,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5569943,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5570011,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5570020,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5570832,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5572168,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5574066,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5574318,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;5575121,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;5575444,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5576348,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5576494,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5576812,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5576812,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5576812,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5576812,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5577473,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5577700,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;5578126,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5578439,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5578667,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5578978,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5578985,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5579398,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;5579700,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5581034,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5581260,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5581809,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5581809,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5581809,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5581983,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5582274,I,SI,26,Edwards SAPIEN 3,9600TFX26,2993;5582289,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5582289,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5582289,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5582289,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5582369,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5582411,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5582488,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5582588,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5582675,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5582678,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5582700,I,SI,23,Edwards SAPIEN 3,9600TFX26,3190;5582752,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5582860,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5583015,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5583037,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5583037,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5583193,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5583193,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5583343,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5583482,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5583605,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5583647,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5583943,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5583943,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5583943,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5584039,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5584075,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5584116,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5584255,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5584284,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5584417,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5584467,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5585135,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5585230,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5585230,I,SI,17,Edwards SAPIEN 3,9600TFX26,3190;5585236,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5585247,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5585247,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5585247,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5585288,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5585304,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5585304,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5585304,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5585386,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5585454,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5585489,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5585580,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5585756,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5585783,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5585800,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5585835,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5585840,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5586052,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5586113,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5586316,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5586396,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5586446,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5586559,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5586774,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5586910,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5586910,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5586910,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5587035,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5587309,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5587346,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5587346,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5587399,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5587411,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5587522,I,SI,18,Edwards SAPIEN 3,9600TFX23,3190;5587694,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5587743,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5587779,I,SI,35,Edwards SAPIEN 3,9600TFX23,2993;5588016,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5588198,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;5588199,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5588199,I,SI,17,Edwards SAPIEN 3,9600TFX26,2993;5588307,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5588307,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5588467,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5588469,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5588469,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5588539,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5588574,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5588577,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5588710,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5588809,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;5588904,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5589023,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5589032,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5589149,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5589223,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5589294,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5589294,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5589374,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5589374,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5589559,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5589659,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5589908,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5589908,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5589921,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5590010,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5590090,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5590151,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5590168,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5590168,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5590168,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5590168,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5590168,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5590281,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5590462,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5590462,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5590462,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5590494,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5590532,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5590783,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5591019,I,SI,26,Edwards SAPIEN 3,9600TFX26,2993;5591181,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5591255,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5591255,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5591340,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5591340,I,SI,25,Edwards SAPIEN 3,9600TFX29,2993;5591350,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5591385,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5591421,I,SI,19,Edwards SAPIEN 3,9600TFX29,2993;5591477,I,SI,15,Edwards SAPIEN 3,9600TFX23,2993;5591577,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5591692,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5591692,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5591836,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5591868,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5591919,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5591988,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5592390,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5592640,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5592640,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5592648,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5592748,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5592775,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5592775,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5592961,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5593015,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5593017,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5593029,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5593122,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5593148,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5593168,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5593188,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5593232,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5593332,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5593363,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5593550,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5593550,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5593569,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5593611,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5593611,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5593616,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5593913,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5593954,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5593980,I,SI,28,Edwards SAPIEN 3,9600TFX26,2993;5594089,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;5594171,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5594252,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5594276,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5594282,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5594469,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5594485,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5594521,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5594785,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5594999,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5595125,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5595147,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5595257,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5595358,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5595408,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5595674,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5595768,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5595824,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5595831,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5595831,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5596117,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5596163,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5596209,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5596209,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5596209,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5596251,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5596251,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5596421,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5596488,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5596613,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5596751,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5596850,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5596985,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5596985,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5597100,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5597111,I,SI,16,Edwards SAPIEN 3,9600TFX23,2993;5597152,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5597160,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5597160,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5597160,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5597272,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5597312,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5597365,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5597418,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5597486,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5597647,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5597765,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5597843,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5597843,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5597861,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5598038,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5598087,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5598117,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5598437,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5598437,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5598469,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5598520,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5598520,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5598520,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5598529,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5598539,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5598569,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5598569,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5598580,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5598761,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5599110,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5599308,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5599308,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5599482,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5599491,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5599491,I,SI,33,Edwards SAPIEN 3,9600TFX26,3190;5599521,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5599521,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5599630,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5599656,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5599782,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5599802,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5599816,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5599905,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;5600069,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5600120,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5600122,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5600173,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5600190,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5600431,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5600446,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5600551,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5600727,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5601173,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5601414,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5601472,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5601475,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5601477,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5601512,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5601909,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5602186,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5602380,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5602380,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5602387,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5602535,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5602569,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5602601,I,SI,17,Edwards SAPIEN 3,9600TFX29,2993;5602631,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5602695,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5602768,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5602841,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5602846,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5602846,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5602924,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5602979,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5602979,I,SI,28,Edwards SAPIEN 3,9600TFX29,2993;5603002,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;5603002,I,SI,19,Edwards SAPIEN 3,9600TFX26,3190;5603074,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5603074,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5603074,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5603074,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5603137,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5603282,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5603383,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5603383,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5603399,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5603401,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5603487,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5603501,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5603847,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5603847,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5603872,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5603942,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5604193,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5604250,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5604268,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5604301,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;5604302,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5604317,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5604528,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5604528,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5604528,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5604568,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5604595,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5604595,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5604690,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5604690,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5604891,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5605006,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5605014,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5605040,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5605135,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5605225,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5605225,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5605240,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5605240,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5605240,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5605245,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5605380,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5605508,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5605551,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5605736,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5605991,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5606136,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5606187,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5606216,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5606329,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5606700,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5606863,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5607120,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5607152,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5607284,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5607368,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5607368,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5607653,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5607665,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5607844,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5607844,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5607861,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5607881,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5607977,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5608131,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5608131,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5608433,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5608461,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5608505,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5608509,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5608509,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5608521,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5608938,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5609082,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5609190,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5609252,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5609446,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5609554,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5609573,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5609585,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5609735,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5610089,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5610210,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5610230,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;5610270,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5610304,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5610310,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5610311,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5610334,I,SI,17,Edwards SAPIEN 3,9600TFX23,2993;5610417,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5610430,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5610430,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5610600,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5610605,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5610607,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5610621,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5610621,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5610866,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5610866,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5610993,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5610993,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5611299,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5611754,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5611754,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5611961,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5611975,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5612232,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5612375,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5612492,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5612498,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5612537,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5612757,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5612757,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5612757,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5612757,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5612809,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5612809,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5612844,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5612904,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5613055,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5613055,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5613316,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5613333,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5613562,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5613694,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5613771,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5613911,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5613912,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5614005,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5614142,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5614142,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5614142,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5614148,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5614194,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5614389,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5614397,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5614441,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5614457,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5614628,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5614812,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5614819,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5614819,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5614932,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5614951,I,SI,20,Edwards SAPIEN 3,9600TFX23,2993;5614951,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5614964,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5615113,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5615178,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5615198,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5615410,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5615493,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5615826,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5616650,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5616650,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5616673,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5616802,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5616966,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5616987,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5617100,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5617153,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;5617415,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5617591,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5617722,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5617808,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5617944,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5618080,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5618096,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5618343,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;5618381,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5618492,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5618516,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;5618553,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5618673,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5618673,I,SI,31,Edwards SAPIEN 3,9600TFX26,3190;5618773,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5618808,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5628880,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5629059,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5629204,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5629212,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5629220,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5629220,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5629220,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5629273,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5629273,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5629273,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5629299,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5629299,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5629332,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5629337,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5629628,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5629838,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5629894,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5629927,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5629963,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5629987,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5630066,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5630244,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5630286,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5630294,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5630294,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5630518,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5630542,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5630542,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5630542,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5630574,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5631106,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5631181,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5631259,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5631268,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5631360,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5631451,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5631548,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5631568,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5631568,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5631692,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5631692,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5631916,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5631926,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5632034,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5632132,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5632157,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5632216,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5632243,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5632456,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5632470,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5632508,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5632509,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5632518,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5632637,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5633242,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5633397,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5633430,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5633430,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5633441,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5633455,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5633687,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5634268,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5634268,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5634477,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5634498,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5634592,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5634852,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5634858,I,SI,17,Edwards SAPIEN 3,9600TFX26,2993;5634927,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5634935,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5634979,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5635104,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5635257,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5635379,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5635547,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5635599,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5635685,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5635685,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5635715,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5635783,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5635881,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5635950,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5636359,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5636359,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5636359,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5636540,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5636574,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5636627,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5636632,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5636680,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5636680,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5636700,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5636700,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5636700,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5636700,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;5636703,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5636712,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5636768,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5636788,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5636788,I,SI,10,Edwards SAPIEN 3,9600TFX26,3190;5636800,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5636809,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5636957,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5636978,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5637161,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5637161,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5637161,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5637211,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5637225,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5637310,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5637310,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5637313,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5637313,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5637414,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5637656,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5637736,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5637811,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5637994,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5638264,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5638317,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5638317,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5638317,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5638359,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5638629,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5638782,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5638783,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5638788,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5638818,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5638847,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5638847,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5638847,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5638856,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5638985,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5638988,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5639077,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5639189,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5639273,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5639633,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5639706,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5639874,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5640082,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5640195,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5640383,I,SI,29,Edwards SAPIEN 3,9600TFX26,2993;5640571,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5640571,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5640647,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5640688,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5640960,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5640969,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5641006,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5641086,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5641247,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5641431,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5641489,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5641623,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5641945,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5641964,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5642027,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5642080,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5642146,I,SI,21,Edwards SAPIEN 3,9600TFX29,2993;5642169,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5642173,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5642277,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5642283,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5642283,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5642600,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5642600,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5642646,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5642656,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5642752,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5642781,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5642801,I,SI,31,Edwards SAPIEN 3,9600TFX26,2993;5642867,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5642873,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5643097,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5643211,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5643360,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5643555,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5643589,I,SI,-7,Edwards SAPIEN 3,9600TFX26,2993;5643589,I,SI,-7,Edwards SAPIEN 3,9600TFX26,2993;5643589,I,SI,-7,Edwards SAPIEN 3,9600TFX26,3190;5643607,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5643690,I,SI,43,Edwards SAPIEN 3,9600TFX26,3190;5643852,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5643974,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5643981,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;5644031,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5644057,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5644119,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5644379,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5644451,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5644641,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5644755,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5645284,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5645358,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5645358,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5645433,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5645433,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5645595,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5645833,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5645864,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5645906,I,SI,7,Edwards SAPIEN 3,9600TFX20,2993;5645969,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5646011,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5646069,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5646188,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5646256,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5646523,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5646538,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5646578,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5646627,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5646627,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5646627,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5646722,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5646722,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5646722,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5646724,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5646800,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5646845,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5646883,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5646890,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5646928,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5646928,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5647023,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5647039,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5647140,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5647660,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5647848,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5647932,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5648102,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5648115,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5648127,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5648195,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5648687,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5648836,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5648867,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5649163,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5649171,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5649190,I,SI,8,Edwards SAPIEN 3,9600TFX20,2993;5649190,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5649213,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5649213,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5649253,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5649269,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5649292,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5649307,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5649320,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5649417,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5649419,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5649523,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5649667,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5649766,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5650080,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5650080,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5650095,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5650178,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5650353,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5650670,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5650718,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5650771,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5650787,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5650787,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5650787,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5650787,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5650787,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5650839,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5650877,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5650877,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5650877,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5651091,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5651125,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5651154,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5651180,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5651356,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5651496,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5651576,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5651668,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5651721,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5651844,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5651889,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5651919,I,SI,21,Edwards SAPIEN 3,9600TFX23,3190;5651962,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5652020,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5652038,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5652344,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5652344,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5652463,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5652629,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5652629,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5652672,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5652886,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5652954,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5653041,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5653204,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5653328,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5653328,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5653328,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5653328,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5653328,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5653455,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5653527,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5653538,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5653538,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5653937,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5654090,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5654615,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5654751,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5654831,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5654906,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5654928,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5654952,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5654978,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5655000,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5655008,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5655013,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5655052,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5655378,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5655418,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5655526,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5655617,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5655627,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5655866,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5655866,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5655989,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5656169,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5656205,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5656224,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5656248,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5656254,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5656254,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5656264,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5656264,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5656268,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5656274,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5656348,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5656634,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5656680,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5656680,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5656680,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5656726,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5656769,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5656816,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5656902,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5656941,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5657139,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5657218,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5657218,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5657226,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5657358,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5657402,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5657403,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5657403,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5657403,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5657403,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5657414,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5657446,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5657587,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5657627,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5657655,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5657669,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5657765,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5657769,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5657770,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5657770,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5657866,I,SI,18,Edwards SAPIEN 3,9600TFX29,2993;5657969,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5658014,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5658014,I,SI,11,Edwards SAPIEN 3,9600TFX23,3190;5658014,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5658038,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5658040,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5658095,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5658112,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5658194,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5658600,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5658622,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5658637,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5658650,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5658704,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5658726,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5658726,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5658752,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5658830,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5658952,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5658960,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5658960,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5658962,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5659154,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5659469,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5659549,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5659628,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5659669,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5659680,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5659733,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5659878,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5659878,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5659878,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5659878,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5659976,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5660182,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5660315,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5660401,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5660481,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5660518,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5660686,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5660885,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5660930,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5661063,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5661101,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5661168,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5661168,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5661264,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5661282,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5661400,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5661403,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5661412,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5661412,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5661425,I,SI,42,Edwards SAPIEN 3,9600TFX29,2993;5661439,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5661525,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5661548,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5661584,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5661763,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5661836,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5661879,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5661918,I,SI,71,Edwards SAPIEN 3,9600TFX26,3190;5661918,I,SI,71,Edwards SAPIEN 3,9600TFX26,3190;5661969,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5662044,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5662077,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5662141,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5662169,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5662281,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5662281,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5662281,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5662548,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5662558,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5662668,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5662689,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5662722,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5662826,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5662865,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5662933,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5663263,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5663420,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5663420,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5663420,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5663420,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5663471,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5663487,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5663561,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5663632,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5663826,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5663836,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5663966,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5664031,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5664096,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5664096,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5664118,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5664255,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5664266,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5664356,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5664498,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5664521,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5664635,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5664666,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5664666,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5664666,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5664702,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5664702,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5664846,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5664922,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5664966,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5664994,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5665097,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5665135,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5665728,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5665730,I,SI,49,Edwards SAPIEN 3,9600TFX29,3190;5665749,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5665749,I,SI,31,Edwards SAPIEN 3,9600TFX23,3190;5665874,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5665906,I,SI,29,Edwards SAPIEN 3,9600TFX23,3190;5665906,I,SI,29,Edwards SAPIEN 3,9600TFX23,3190;5665906,I,SI,31,Edwards SAPIEN 3,9600TFX23,3190;5665988,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5666019,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5666047,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5666274,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5666310,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5666346,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5666364,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5666448,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5666448,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5666524,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5666528,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5666539,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5666760,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5666776,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5666868,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5666936,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5667277,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5667301,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5667301,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5667301,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5667301,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5667439,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5667551,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5667572,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5667635,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5667644,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5667644,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5667644,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5667686,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5667686,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5667712,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5667763,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5667775,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5667788,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5667896,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5667896,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5667941,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5667957,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5668181,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5668185,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5668234,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5668246,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5668280,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5668291,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5668398,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5668398,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5668435,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5668480,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5668635,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5668829,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5668903,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5668927,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5668953,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5669128,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5669226,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5669279,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5669279,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5669333,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5669352,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5669394,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5669410,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5669410,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5669446,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5669446,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5669512,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5669582,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5669725,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5669783,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5669820,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5669901,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5670003,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5670187,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5670193,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5670193,I,SI,19,Edwards SAPIEN 3,9600TFX29,2993;5670193,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5670196,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5670200,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5670209,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5670210,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5670409,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5670423,I,SI,24,Edwards SAPIEN 3,9600TFX26,2993;5670434,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5670497,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5670613,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5670808,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5670916,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5670943,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5671028,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5671108,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5671452,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5671585,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5671898,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5671997,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5672001,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5672013,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5672039,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5672149,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5672149,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5672149,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5672155,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5672182,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5672286,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5672408,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5672408,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5672408,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;5672591,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5672676,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5672676,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5672881,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5673012,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5673018,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5673213,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5673331,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5673331,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5673331,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5673331,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5674005,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;5674247,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5674247,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5674271,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5674319,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5674378,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5674389,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5674540,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5674713,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5674740,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5674775,I,SI,12,Edwards SAPIEN 3,9600TFX26,2993;5674788,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5674867,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5674957,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675023,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5675163,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5675178,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675582,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5675616,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5675656,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5675673,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675673,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675673,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675690,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675690,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675690,I,SI,10,Edwards SAPIEN 3,9600TFX23,3190;5675690,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5675712,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5675717,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675717,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675717,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5675784,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5675900,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5676148,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5676148,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5676148,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5676148,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5676148,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5676149,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5676212,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5676310,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5676358,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5676648,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5676709,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5676794,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5677006,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5677549,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5677728,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5677764,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5677845,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5677845,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5677894,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5677944,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5677966,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5678053,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5678088,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5678294,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5678294,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5678418,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5678480,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5678517,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5678517,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5678517,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5678517,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5698606,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5698606,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5698647,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5699127,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5699284,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5699367,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5699526,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5699541,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5699559,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5699590,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5699590,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5699594,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5699742,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5699742,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5699872,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5700294,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5700394,I,SI,17,Edwards SAPIEN 3,9600TFX26,2993;5700398,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5700525,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5700727,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5700959,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5700983,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5701006,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5701146,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5701146,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5701270,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5701311,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5701409,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5701421,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5701496,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5701642,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5701642,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5701642,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5701642,I,SI,19,Edwards SAPIEN 3,9600TFX29,3190;5701642,I,SI,22,Edwards SAPIEN 3,9600TFX29,3190;5701743,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5701884,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5701884,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5701908,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5701976,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5701978,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5702032,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5702032,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5702191,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5702276,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5702383,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5702401,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5702401,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5702598,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5702616,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5702712,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5702712,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5702712,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5702983,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5702983,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5702986,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5703207,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5703257,I,SI,31,Edwards SAPIEN 3,9600TFX29,2993;5703263,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5703263,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5703266,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5703362,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5703373,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5703396,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5703499,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5703499,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5703527,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5703666,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5703682,I,SI,8,Edwards SAPIEN 3,9600TFX29,3190;5703896,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5703896,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5704008,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;5704125,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5704157,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5704170,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5704178,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5704178,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5704190,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5704195,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5704195,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5704267,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5704267,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5704524,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5704720,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5704721,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5704884,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5704908,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5705121,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5705159,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5705159,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5705159,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5705159,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5705192,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5705192,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5705330,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5705330,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5705443,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5706042,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5706042,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5706042,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5706073,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5706115,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5706222,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5706288,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5706307,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5706317,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5706480,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5706514,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5706581,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5706919,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5706923,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5706973,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5706996,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5707280,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5707536,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5707553,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5707561,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5707700,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5707798,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5707798,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5707868,I,SI,20,Edwards SAPIEN 3,9600TFX23,2993;5708096,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5708205,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5708329,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5708445,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5708510,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5708521,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5708597,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5708649,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5708678,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5708737,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5708823,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5708832,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5708905,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5709143,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5709143,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5709239,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;5709252,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5709262,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5709378,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5709433,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5709559,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5709762,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5709977,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5709981,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5710046,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5710219,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5710428,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5710428,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5710428,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5710451,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5710612,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5710647,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5710723,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5710895,I,SI,20,Edwards SAPIEN 3,9600TFX26,2993;5710895,I,SI,28,Edwards SAPIEN 3,9600TFX26,3190;5710895,I,SI,16,Edwards SAPIEN 3,9600TFX26,3190;5710925,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5710925,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5711027,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5711113,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5711535,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5711863,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5712012,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5712092,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5712149,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5712223,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5712279,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5712340,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5712345,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5712533,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5712568,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5712624,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5712658,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5712755,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5712755,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5712773,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5712803,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5712873,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5712873,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5712954,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5713090,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5713142,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5713171,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5713189,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5723276,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5723279,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5723370,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5723386,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5723450,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5723649,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5723831,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5723833,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5724105,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5724105,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;5724195,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5724195,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5724195,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5724383,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5724428,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5724474,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5724526,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5724528,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5724569,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5724633,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5724641,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5724641,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5724641,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5724641,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5724675,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5724794,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5724794,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5724863,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5724891,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5724991,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5725073,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5725099,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5725241,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5725252,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5725305,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5725322,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5725356,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5725370,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5725370,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5725500,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5725500,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5725668,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5725692,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5725694,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5725694,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5725798,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5725842,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5725896,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5725896,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5725896,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5726003,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;5726018,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5726152,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5726186,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5726461,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5726461,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5726467,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5726775,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5726778,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5726790,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5726802,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5726813,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5726813,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5726847,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5726882,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5726959,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5727195,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5727203,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5727203,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5727307,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5727380,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5727428,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5727533,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5727621,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5727805,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5727829,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5727900,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5728025,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5728189,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5728189,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5728225,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5728241,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5728307,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5728393,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5728393,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5728447,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5728447,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5728462,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5728462,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5728462,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5728469,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5728632,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5728712,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5728746,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5729034,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5729065,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5729184,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5729221,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5729237,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5729306,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5729323,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5729362,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5729708,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5729758,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5729758,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5730098,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5730125,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5730165,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5730213,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5730325,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5730370,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5730398,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5730412,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5730412,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5730451,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5730451,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5730451,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5730451,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5730451,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5730451,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5730462,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5730465,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5730516,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5730574,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5730820,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5730992,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5731152,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5731242,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5731256,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5731488,I,SI,17,Edwards SAPIEN 3,9600TFX26,3190;5731502,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5731762,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5731886,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5731931,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5731964,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5732214,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5732263,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5732432,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5732530,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5732564,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5732571,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5732581,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5732732,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5732835,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5732869,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5732900,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5732919,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5733009,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5733009,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5733025,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5733166,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5733172,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5733231,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5733338,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5733348,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5733492,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5733501,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5733581,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5733588,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5733636,I,SI,33,Edwards SAPIEN 3,9600TFX29,3190;5733663,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5733697,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5733738,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5733956,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5734042,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5734101,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5734139,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5734207,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5734279,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5734279,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5734353,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5734367,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5734688,I,SI,3,Edwards SAPIEN 3,9600TFX20,3190;5734750,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5734864,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5734906,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5735027,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5735027,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5735118,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5735352,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5735565,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5735592,I,SI,39,Edwards SAPIEN 3,9600TFX23,3190;5735604,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5735710,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5735746,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5735822,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5735843,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5736020,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5736020,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5736020,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5736035,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5736048,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5736081,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5736189,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5736399,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5736411,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5736507,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5736507,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5736813,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5736962,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5737289,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5737309,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5737333,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5737333,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5737336,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;5737410,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5737439,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5737464,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5737606,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5737678,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5737770,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5737828,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5737847,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5737847,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5737937,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5738048,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5738048,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5738251,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5738348,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5738468,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5738581,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5738652,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5738712,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5738712,I,SI,12,Edwards SAPIEN 3,9600TFX26,2993;5738911,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5738929,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5739211,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5739266,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5739308,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5739308,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5739376,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5739481,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5739534,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5739617,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5739617,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5739912,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5740041,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5740045,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5740072,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5740083,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5740083,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5740150,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5740150,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5740354,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5740354,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5740531,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5740619,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5740668,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5665906,I,SI,29,Edwards SAPIEN 3,9600TFX29,3190;5665906,I,SI,29,Edwards SAPIEN 3,9600TFX29,3190;5665906,I,SI,31,Edwards SAPIEN 3,9600TFX29,3190;1355818,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;1355818,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;2766134,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2766134,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;3537995,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;4307405,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4307405,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4307405,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;4307405,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;4849712,I,SI,309,Edwards SAPIEN 3,9600TFX26,3190;4952156,I,SI,225,Edwards SAPIEN 3,9600TFX29,3190;5053518,I,SI,100,Edwards SAPIEN 3,9600TFX23,2993;5053518,I,SI,185,Edwards SAPIEN 3,9600TFX23,2993;5606113,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5606630,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5607144,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5609905,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5609905,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5609905,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5630536,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5631049,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5633311,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5651945,I,SI,52,Edwards SAPIEN 3,9600TFX26,3190;5653372,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;5661470,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5661552,I,SI,64,Edwards SAPIEN 3,9600TFX26,2993;5663581,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;5667243,I,SI,21,Edwards SAPIEN 3,9600TFX26,2993;5667243,I,SI,21,Edwards SAPIEN 3,9600TFX26,3190;5667243,I,SI,35,Edwards SAPIEN 3,9600TFX26,3190;5667243,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5667243,I,SI,21,Edwards SAPIEN 3,9600TFX26,3190;5704687,I,SI,14,Edwards SAPIEN 3,9600TFX29,3190;5704687,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5704687,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5709570,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5724174,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5724490,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5727268,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5727690,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5727690,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5730578,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5739560,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;4398047,S,SI,13,Edwards SAPIEN 3,9600TFX29,2993;4806013,S,SI,498,Edwards SAPIEN 3,9600TFX23,3190;4912735,S,SI,335,Edwards SAPIEN 3,9600TFX26,3190;4916805,S,SI,491,Edwards SAPIEN 3,9600TFX23,3190;2737841,S,SI,415,Edwards SAPIEN 3,9600TFX26,2993;4915998,S,SI,253,Edwards SAPIEN 3,9600TFX23,3190;4915998,S,SI,253,Edwards SAPIEN 3,9600TFX23,3190;4934043,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4970266,S,SI,272,Edwards SAPIEN 3,9600TFX26,2993;4976304,S,SI,244,Edwards SAPIEN 3,9600TFX26,3190;5053295,S,SI,356,Edwards SAPIEN 3,9600TFX29,3190;4922587,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4980102,S,SI,79,Edwards SAPIEN 3,9600TFX29,3190;4981744,S,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4988113,S,SI,297,Edwards SAPIEN 3,9600TFX20,3190;5008302,S,SI,300,Edwards SAPIEN 3,9600TFX29,3190;5041326,S,SI,251,Edwards SAPIEN 3,9600TFX26,2993;5118208,S,SI,20,Edwards SAPIEN 3,9600TFX26,2993;5125709,S,SI,87,Edwards SAPIEN 3,9600TFX26,3190;5213370,S,SI,311,Edwards SAPIEN 3,9600TFX23,3190;5224553,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5292852,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5315342,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5318110,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5353058,S,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5360032,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5391326,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5384711,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5470870,S,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5500847,S,SI,30,Edwards SAPIEN 3,9600TFX26,2993;5567501,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5576037,S,SI,16,Edwards SAPIEN 3,9600TFX26,2993;4916805,S,SI,1,Edwards SAPIEN 3,9600TFX26,3190